Event description:
A surgeon reported that an intraocular lens (iol) was explanted because it was not sitting right in pt's eye. They stated the lens was too long. Additional info has been requested.

Event description:
The surgeon provided add'l info indicating that a capsular bag tear occured during the procedure and an anterior vitrectomy was necessary. This lead to implantation of the anterior chamber lens. Approximately one week following implantation a mild, small hyphema developed. The outcome of the event was good. The surgeon stated a smaller length lens would have worked better. She felt the event was unrelated to the lens.